Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient had to charge the ipg frequently and was reportedly non-functional. The patient underwent a replacement procedure wherein, an MRI compatible ipg was implanted. The patient was doing well postoperatively. The explanted ipg was not returned.